Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: it is mentioned in the operative report dated (B)(6) 2009 that the liner was fractured and hip dislocated. No info is available regarding the femoral stem and acetabular shell. No x-rays have been provided showing the orientation of the components. It is reported that the pt has parkinson's disease. Dislocation might have been caused by one or combination of the following factors: malpositioning of the hip replacement implants; neuromuscular problems or other medical conditions; excessive weight gain or physical activity; failure to preserve the strength in the abductor muscles; failure to restore leg length and / or proper tension of the tissues around the hip; poor bone quality; components are not attached properly; prior surgery or fracture. This is not an exhaustive list. No definite cause can be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised for pain and dislocation.